Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2013. The patient alleges to have been injured without further explanation.

Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01169.

Event description:
Patient allegedly received an implant on (B)(6) 2013 via the right common femoral vein due to pulmonary embolus. Patient is alleging tilt, vena cava perforation, organ perforation and device unable to be retrieved. Per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2018, "findings: axial CT abdomen and pelvis with coronal and sagittal reformatted images submitted for review on 5/21/2019 of the ivc, filter position, and related findings. The hook of the cook celect retrievable ivc filter is at the l1-2 interspace. The ivc filter is tilted posteriorly and the hook contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 13mm. Two (2) anterior struts perforate the ivc wall both 13mm and resides within the soft tissues. One (1) medial strut perforates the ivc wall 12mm and contacts the diaphragmatic crus. One (1) posterior strut perforates the ivc wall 13mm and resides within the soft tissues. No hemorrhage seen. Thrombus is seen within the lumen of the ivc filter occupying approximately 50%. No fracture fragments are identified.¿ impression: infrarenal ivc filter perforating through the ivc with multiple struts extending extraluminal as described above. The above mentioned ivc filter is considered temporary and removable. However, secondary to the filter thrombus as described, it does not appear amenable to percutaneous endovascular removal.